Manufacturer narrative:
No medwatch form was received.

Event description:
There is no known allegation from a health professional that the death was related to the device. It was reported that the cause of death was due to coronary artery disease. No further information is available at this time.